Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a gemini paired wire helical basket was used for a stone extraction procedure on (B)(6) 2008. According to the complainant, the sheathing of the device was cracked, which was noticed after removal of the 1st stone. Procedure completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known therefore, the device manufacture date and expiration date can not be determined. The 15 month product family trending ending in (B)(6) 2008 was reviewed and does not show a negative trend for the reported failure. A visual inspection of the returned device was performed and confirmed the sheath of the returned device was damaged. The root cause of this complaint is the wall thickness of the sheath being too thin to withstand the forces applied to it when functioning the device. The manufacturing of the sheath was changed to increase the wall thickness. (B)(4).